Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide referenced is filed under a separate medwatch report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
It was reported that suture placement in the common femoral artery (cfa) was attempted with two proglide devices, using the preclose technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss was noted with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 8f. The evar was completed and hemostasis was achieved with the sutures of the preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.